Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Event description:
It was reported that while the patient was recharging, the implantable neurostimulator was not on. The patient was able to get it to come on, but later during the recharging session it went off again. The recharger displayed a power-on-reset (por) condition. It was noted that the patient had last recharged two to three weeks prior to the date of report. Additional information has been requested but was not available as of the date of this report.